Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. Batch # 244c21. Additional information was requested, and the following was obtained: was any quality deficiency/non-conformance noted with the psee60a? Please confirm all the product codes used in this procedure specifying the malfunction encountered with each one of them. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The first psee60a would not open. The second psee60a, there was no issue. Pve35a was also used and would not open. The person initially relaying information to me was angela skarphol. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual I visual analysis of the returned nspection and functional testing were conducted on the returned device. Sample determined that one pve35a device was returned with no apparent damage and with no reload present with some b-form staples on the reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the hemostasis controllable, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. For the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 244c21, and no non-conformances were identified.

Event description:
It was reported that during a thoracotomy procedure that after firing the psee60a the device would not open, reverse was attempted but manual override was used to open the device. After firing the pve35a this device would also not open, device was pulled off the tissue causing bleeding which was controlled. Unknown if reverse or if manual override was used. Another plee60a was used to complete the procedure. Unknown if another pve35a was needed. There was no mention of the patient needed any blood product. There were no adverse consequences for the patient.